Event description:
The customer's mother reported the following blood glucose, carbohydrate intake, and insulin bolus history for her son: time: 12:30pm, bg(mg/dl): 339, cho (g): 56g, bolus (u): 6; time: 1:23 pm, bolus(u): 3.1; time: 3:45 pm, bg (mg/dl): 214; time: 8:09 pm, bg (mg/dl): 371. The device was deactivated after the last reading. The mother reported her son was positive for ketones. The cannula was bent. There were no changes of diet or exercise. Her son's bg began to decrease after a new pod was activated.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."